Manufacturer narrative:
Additional information was received which indicated that the regurgitation was paravalvular leak (pvl). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the valve-in-valve implant of this transcatheter bioprosthetic valve, into a previously placed surgical valve, hypotension developed. The hypotension never recovered and after 60 minutes of cardiopulmonary resuscitation (CPR), resuscitation was terminated, and the patient died. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Additional information was received which indicated that the evolut caused severe acute prosthetic valve regurgitation just after crossing the surgical aortic valve. The evolut could not be deployed in the correct plane due to excessive movement despite pacing. Left ventricle dilatation and acute hemydynamic collapse developed and could not be recovered despite the use of a left ventricle assist device. It was reported that it was a high risk case using carotid access and that left ventricular systolic dysfunction, severe mitral regurgitation and congestive heart failure (chf) were pre-existing conditions. An autopsy was not performed. If information is provided in the future, a supplemental report will be issued.